Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). This report is a correction to the MDR aware date. The correct MDR aware date for complaint number 3003898360-2019-00986 is 27jun2019.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800099 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon had difficulty securing the clips despite many multiple attempts. Apparently not the 1st time as the previous 2 ae05 appliers had similar issues of securing/locking and clips stayed opened. The doctor furnished video footage of actual ae05 clips having problem locking/securing onto vessel. As the group practice, they asked for entire lot of ae05 they bought which are under same batch to be exchanged as precautionary measures and asked for investigation with report.